Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® single use holder contained small black foreign matter. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to the injection molding process.

Event description:
It was reported that bd vacutainer single use holder contained small black foreign matter. No serious injury or medical intervention reported.